Manufacturer narrative:
A DHR was not performed because the lot number was not available and a product evaluation could not be performed because the product was discarded. Our firm has not been able to obtain additional medical information; if additional information is received, it will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly franchise management review meetings. Device not returned. No evaluation will be performed. No conclusions can be drawn.

Event description:
On (B)(6) 2014, a patient (pt) reported corneal ulcers ou while wearing acuvue oasys contact lenses (cl). The patient used opti-free pure moist lens care solution and wore and lenses on a daily wear and monthly replacement schedule. The patient reported that he/she "always wore acuvue oasys contact lenses and one month ago wore the first pair of a new carton for two weeks feeling discomfort in some of the days." The patient wore the second pair and after two weeks of use both eyes were very red and irritated. The patient saw a doctor and was diagnosed with corneal ulcers ou, no meds were prescribed. The patient was advised to use acrylic contact lenses instead of soft contact lenses. The following day, the patient was seen by another ecp at the hospital where the patient worked who confirmed corneal ulcers ou and prescribed epitegel 5x/day and hylogel drops 5x/day. "Corneal ulcer" may or may not be a serious injury. Based on the limited information received, and extended treatment time, this injury will be reported as a serious injury as a worst case.